Event description:
A user facility returned the olympus asset, gf-uct260 / evis lucera ultrasound gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign matter attached near the forceps elevator. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, there were foreign matter attached near the forceps elevator and distal end due to insufficient cleaning. Additionally, the forceps channel had pinhole damage, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value. And the adhesive on the bending section cover had a crack. The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer flushed the nozzle with water and air, there were no abnormalities in the accessories used for reprocessing. They did not confirm whether they¿ve presoaked the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they did not confirm if they¿ve flushed detergent solution around the forceps elevator. There were no other concerns regarding the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the reported foreign material could not be identified. A definitive root cause for the foreign material attached near the forceps elevator could not be identified. As to reprocessing, we checked the instruction manual at the time of product shipment and confirmed that a countermeasure for this phenomenon was described. This issue is addressed in the instructions for use (IFU): we checked the instruction manual at the time of product shipment and found the following chapters for reprocessing. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.